Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The returned reciproc blue file r25 8/100 25mm 025 is broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review ((B)(4). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a reciproc blue file broke during use. The outcome of the event is unknown as of this MDR evaluation.